Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the "eilated" tip fell away from the jaws of the device. There was no patient injury.

Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. The issue being reported is not associated with a serious injury or potential for serious injury with reoccurrence. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the "elated" tip fell away from the jaws of the device. The tip was still attached to the device. A new device was used to complete the procedure. There was no patient injury.